Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in st elevation myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that while the patient was on impella cp support, the device was found to be out of position in the aorta. The physician was able to advance the device back into a better position. However, when advancing the device, the patient had a short run of ventricular tachycardia (vt). No intervention was given for the vt, and it resolved spontaneously. The patient remained on impella support and was successfully weaned.